Event description:
It was reported that the patient with this artificial urinary sphincter (aus) needed recurring urethral dilation and the cuff had been deactivated for a year. The device was now being removed. The device might be replaced in the future. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) needed recurring urethral dilation and the cuff had been deactivated for a year. The device was now being removed. The device might be replaced in the future. There were no additional patient complications.